Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the distal tibial artery, the 2.5 x 200 mm armada 14 balloon dilatation catheter was being advanced in the anatomy, but became stuck on the .014 non-abbott guide wire. All devices were removed as a system/together from the anatomy, without issue. A command guide wire and a different 2.5 x 200 mm armada 014 bdc were used successfully in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.